Manufacturer narrative:
Evaluation: method: device history (DHR) review performed. Results: the DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. Conclusions: CAPA (B)(4) was opened to address the issue of staples jamming. If add'l info is received that changes the conclusion of the investigation, a f/u report will be sent.

Event description:
The event is reported as: complaint alleges: the stapler does not deliver the staples. They successfully used another stapler, no consequence for the pt. Defect was discovered during a gall bladder procedure.